Event description:
The contact at the hospital reported that during coiling of a ruptured anterior communicating artery aneurysm, the physician repositioned the first micrusphere coil (ssr18184020/g16182) within the aneurysm and noticed a degree of friction. The staff noted that the ¿coil malfunctioned by detaching inside the microcatheter (details unknown) when attempting to resheath it.¿ prior to the detachment, the coil stretched. The physician was able to withdraw the coil while leaving the microcatheter in place and subsequently placed 4 micrusphere (details unknown) and 18 galaxy (details unknown) coils in the aneurysm to achieve a near-complete obliteration. At the time of initial contact the coil was available for return. Neither the device nor the concomitant devices kinked at any time prior to the resistance/friction. When the device was removed from the patient the coil was stretched. An adequate continuous flush was maintained through the catheter. A micrusphere and galaxy coils were successfully used with the concomitant device after the encountered resistance.

Manufacturer narrative:
The coil was returned detached and stretched as reported. Located at the distal tip of the skive, the core wire protrudes outside the sheath. The detachment fiber did not receive heat and melt. The coil¿s unintended detachment was mechanical in nature. The coil was partially unraveled out of the soldered section. The fracture of the coils soldered portion of the socket ring was ductile in nature requiring external force. No material defects were found. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has deep indentations caused by the resheathing tool being advanced over the sheath and the locking mechanism has compression and stretching damage. No manufacturing defects were found. The most likely primary contributing factor to the coils resistance during repositioning and its eventual unintended detachment may have occurred during the coils repositioning inside the aneurysm in which friction was reported. This friction during repositioning may have been due to distal interference from coils already dwelling inside the aneurysm (if previously placed), on itself, or from the distal tip/section of the unidentified microcatheter. During the coils removal for resheathing (which is unknown and unreported), the coil most likely became anchored causing the coil to stretch followed by an unintended mechanical detachment of the coil. The exact source and location of where the coil was anchored, stretched, and detached cannot be definitively determined, however, the evidence in part, points to inside the aneurysm where the initial friction was reported. Furthermore, it was not reported that a one to one movement was observed by fluro or if the microcatheter was at an angle to the aneurysm. If this occurred then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the unidentified microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A secondary possible contributing factor to a portion of the friction, coil damage, and the unintended mechanical detachment of the coil may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the core wire to protrude outside the sheath, a portion of the coils socket ring damage, and proximal coil damage. It is highly possible that a portion of this damage, if occurring, may have been a secondary contributing factor to the to the field complaint as significant proximal coil damage is normally found when this occurs. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices: (B)(4) other micrusphere coils (details unknown); (B)(4) orbit galaxy coils (details unknown); microcatheter (details unknown). The product has been returned, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.